Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. The upstream thermistor calibration reading was found to be out of specification. A review of the event history log revealed multiple 'system error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream thermistor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.